Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/14/2025. It was reported the patient lacerated their chin on 05/11/2023 and had surgery the same day and was in the hospital for less than 24 hours. No additional patient or event information is available.

Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device failed to alert her to "the rapid drop" from the g6 system. It was alleged that the patient¿s blood glucose level dropped to 48 mg/dl and suffered a fall even though the patient allegedly followed his insulin regimen and ate normally. The fall allegedly resulted in the patient suffering a broken jaw and lacerated chin requiring surgery on (B)(6) 2023. Data was provided for evaluation. Performance data showed that on (B)(6) 2023, the patient's lowest estimated glucose value dropped to 44 mg/dl at 08:49 pm, and the app delivered an urgent low alert at 15 percent volume. At 08:59 pm, the urgent low alert was acknowledged. The patient did not receive a fall rate alert, low alert, or urgent low soon alert prior to estimated glucose values dropping below the urgent low alert threshold because those alerts were disabled. The urgent low alert is a critical alert that is permanently enabled. The device functioned within specifications and patient settings. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled which is misuse of the device. Dexcom¿s legal counsel requested additional requests additional information from claimant¿s attorney and no further information was provided.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. Dexcom's legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom's legal counsel has requested further information from the claimant¿s attorney.